Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited posted paced t wave oversensing. Programming changes were performed. The patient was in stable condition.

Event description:
Additional information received noted that the device was explanted on 19 sep 2022. The patient's condition was unknown.

Manufacturer narrative:
The reported event of post-paced t wave oversensing could not be confirmed. As received, a device was return for analysis. Final analysis did not identify any anomalies.